Event description:
It was reported by an allergist that a pt suffered an anaphylactic reaction in relation to a repeat cystoscopy with a scope that had been disinfected in cidex opa solution. There are no further details available regarding this pt or event.